Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose level of 405 mg/dl. The customer delivered a bolus. Troubleshooting was performed with tandem technical support and air bubbles were observed in the tubing. The customer primed the tubing to remove the air.